Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc blood glucose meter would turn on with button press but not test strip insertion. The customer reported he lost consciousness, but did not provide any further information. There was no report of death or permanent injury associated with this event.